Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable and wall adapter.